Manufacturer narrative:
Failure analysis for (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap; the metal cap adhesion location exhibits burnt glue; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion on the metal surface; the fiber exhibits scratch marks on outer flow tubing at the open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 179,455 joules 28:32 minutes while using the surgical fiber during a prostate procedure. The fiber tip was burnt. The fiber tip / cap was cleaned during the procedure. The procedure was completed using a second surgical fiber. There was no patient injury reported.